Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system kept freezing up. Upon functional testing, the fse consulted with the national support specialist (nss) and confirmed that the suite pc software was corrupted. To resolve the reported issue, the fse reinstalled the suite pc software and reconfigured the system. After reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system kept freezing up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.